Event description:
The customer contact reported "arcing" when ac power cord of the device was plugged into an ac power outlet. At an unspecified time, a staff member in the critical care unit contacted the maintenance department to check an ac power outlet after "arcing" was noted when the device was plugged into the ac power outlet. No issue was noted with the ac power outlet. The device was removed from clinical use and was returned to the biomedical department. During testing at the user facility, charring was noted on the ground prong and a blade was bent on ac power cord plug. There were no reports of any adverse patient events and no reported delays of critical therapy while the device was in clinical use. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).